Event description:
No complaints pre-tx. Temp 97.5. 45 min. Into tx pt complained of chills. T 98.5. Pt then complained of stomach cramps, chest pain, and headache. Bp 200/103. O2 started at 4l nc. Tx discontinued. Pt transferred to hosp. Pt coded in ER and was placed on vent. Dilayzer reprocessed on 2/8 to be incubated 24 hrs- device removed at 21 hrs and used on 2/9-11th use.